Event description:
The customer observed falsely elevated hemoglobin results for one patient on the cell-dyn ruby analyzer. The following data was provided sid (B)(6): initial 12.3 g/dl, repeat 7.93 g/dl. A hemoglobin result in another lab resulted in 8.2 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument troubleshooting. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return, however the instrument was troubleshot on site. The complaint was a sample-specific incident. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).